Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range lead impedances with high pacing thresholds. The lead safety switch (lss) was triggered, changing the sensing configuration to unipolar. Subsequently, oversensing due to noise was recorded, leading to pacing inhibition. The patient experienced syncope and asystole. Technical services (ts) recommended reprogramming options and further monitoring. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range lead impedances with high pacing thresholds. The lead safety switch (lss) was triggered, changing the sensing configuration to unipolar. Subsequently, oversensing due to noise was recorded, leading to pacing inhibition. The patient experienced syncope and asystole. Technical services (ts) recommended reprogramming options and further monitoring. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this rv lead was explanted and replaced. No additional adverse patient effects were reported. The lead was retained by the hospital.